Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a (B)(6) female noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was being placed on impella cp support, the long sheath kinked. The sheath was exchanged and the impella cp was placed. There was no patient harm reported.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.